Manufacturer narrative:
No further info available on the repair of the bed at this time.

Event description:
The account alleged the brake casters will roll when the bed is in brake position. No injury reported.